Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00882. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopic assisted vaginal hysterectomy, left salpingo-oophorectomy, mccall¿s procedure, mesh implant, and posterior repair; due to uterovaginal prolapse with stress urinary incontinence. It was reported that the patient underwent mesh removal for excision of exposed mesh and reapproximation of mucosa.

Manufacturer narrative:
It was reported that patient concurrently underwent laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy.

Event description:
It was reported that patient concurrently underwent laparoscopic-assisted vaginal hysterectomy and left salpingo-oophorectomy.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a mesh removal of exposed mesh on (B)(6) 2012.